Manufacturer narrative:
Updated fields: b4,b5, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field : h6 ( medical device ¿ problem code ) a getinge field service engineer visited the site . Upon arrival onsite, the engineer found battery #2 fully charged and battery #1 at one bar from full charge. When the unit was plugged in, the charge indicator light showed active charging. The batteries were charged to full, and the unit was operated for the required time to complete a battery test. A full system checkout was performed. The repair was completed successfully.the product passed all functional and safety tests as per manufacturer specifications, and the unit was returned to the customer for use.

Event description:
It was reported that prior to use , cardiosave intra-aortic balloon pump (iabp) was not charging, not even with charged symbol on. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) was not charging, not even with charged symbol on. There was no patient involved.